Manufacturer narrative:
(B)(4). Explant date - 2018. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00053, 0001822565-2023-00054, 0001822565-2023-00055, 0001822565-2023-00056, 0001822565-2023-00057, 0001822565-2023-00059, 0001822565-2023-00060.

Event description:
It was reported that the patient underwent a right, two stage knee arthroplasty. Approximately 2 years post implantation, the patient was revised due to unknown reasons. No further discussion or outcome was provided. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint was not confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. An adequate complaint history review cannot be performed as the complication, failure mode, and/or harm experienced by the user is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records were inconclusive with no findings. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.